Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient experienced syncope episode and presented in clinic for a follow-up. Capture anomaly was noted. Device was reprogrammed.